Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the display was blank. The pump case was cracked near the top right corner of the display. The pump cover was opened and moisture damage was found on the pump circuit board. The blank display was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that the insulin pump "was not working" and declined to speak with anyone for technical support. No details regarding the alleged pump issue were provided. There is no indication the alleged product issue caused or contributed to an adverse event. If additional information is obtained, this report will be updated accordingly. This complaint is being reported because an allegation that the pump is not working could lead to long-term cessation of insulin delivery.